Manufacturer narrative:
Qn#(B)(4). The customer returned one, two-lumen PICC for analysis. Signs-of-use in the form of biological material was observed on the catheter body. Visual analysis revealed a hole/rupture on the catheter body. Microscopic examination confirmed the rupture. The catheter extrusion around the area of the rupture appeared stretched and slightly ballooned indicating that excessive pressure caused or contributed to this event. Two kinks were also observed in the catheter body adjacent to the rupture. The rupture in the catheter body measured approximately 85mm from the juncture hub. Likewise, the two kinks measured 92mm and 110mm respectively from the juncture hub. The catheter body length from the juncture hub to the distal end measured 19.88", which is within specification of 19.5-20" per product drawing. The catheter body outer diameter measured .068", which is within the specification limits of .066"-.071" per product drawing. With the distal end of the catheter body occluded, a lab inventory syringe filled with water was used to inject both the proximal and distal lumens. When injecting water through the proximal lumen, water was observed leaking out of the rupture in the catheter body. No leaks were observed when injecting water through the distal lumen. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user to "continuously monitor indwelling catheters for: desired flow rate, security of dressing, adherence of stabilization device to skin and connection to catheter, correct catheter position; use centimeter markings to identify if catheter position has changed secure luer-lock connection(s). Minimize catheter manipulation after procedure to maintain proper catheter tip position.". The report of a ruptured catheter body was confirmed through complaint investigation. Visual analysis revealed that the catheter body was ruptured approximately 85mm from the juncture hub. The appearance of the rupture appeared consistent with damage as a result of over-pressurizing the catheter lumens. The catheter met all relevant dimensional requirement, and a device history record review was performed based on sales history and did not reveal any relevant findings. Based on the report form the customer and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: a teleflex double lumen PICC line that 'split' while having contrast injected at 2.5ml/sec resulting in some contrast extravasation and PICC line removal.

Manufacturer narrative:
(B)(4). The customer provided additional information indicating that there was a vein rupture and only pressure to the area was needed. No intervention was required. No patient injury as a result of this event.

Event description:
The customer reports: a teleflex double lumen PICC line that 'split' while having contrast injected at 2.5ml/sec resulting in some contrast extravasation and PICC line removal.